Manufacturer narrative:
Correction in d8. Additional in h3, h6, h7, h9. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 safety clamp open alarm. 1. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory. Recommended replace ail sensor. Biomed will replace ail sensor. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The device alarmed because the safety clamp was open. The tech recommended replacing the door latch sear and the air in line sensor assembly. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The device alarmed because the safety clamp was open. The tech recommended replacing the door latch sear and the air in line sensor assembly. There was no patient involvement.